Event description:
It was reported that an asymptomatic patient presented with atrial lead noise. The noise presented as noise reversion episodes and false episodes of automodeswitch (ams). There were no sensing or impedance changes but the atrial threshold had gradually increased over the past year. On (B)(6) 2018, during a generator change for elective replacement indicator (eri), the lead was capped and replaced. Also, during the replacement procedure, it was noted that there was insulation abrasion on the atrial lead and part of the device header was worn down where the lead appeared to have been rubbing against it. The patient was stable prior, during and post procedure.